Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 18-feb-2022.

Manufacturer narrative:
Device evaluation: 1 unit of lot c1804325 of echo-25 involved in this complaint was returned for evaluation, with the original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 06 january 2022. Sheath extender able to advance and retract without issue, needle able to advance and retract without slight resistance. Distal end of needle examined and no issue observed. The the device was investigated and a proximal kink below the sheath extender was observed. Document review including IFU review: prior to distribution, all echo-25 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-25 of lot number c1804325 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1804325 . The notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submuscosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to the possibility that the device was over torqued during procedure leading to a kink below sheath extender. Additionally the device may have become kinked on attachment or detachment to scope. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User opened the package and linked device with endoscopy , and adjusted the sheath length, and confirmed the needle length. User complete the first attempt successfully, but the needle cannot be advanced during second attempt. User retracted the needle and found out the stylet broken. User then changed to another same device to complete the procedure. Per the cc form translation 'needle core has been broken,' "a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence." For complaints occurring during use (once in contact with endoscope) also ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? No. Please describe the location in the body for the intended target site (pancreas, stomach, etc). Pancreas. Please describe the size of the intended target site.1.5cmx2.5cm. What is the endoscope manufacturer and model number that was used with this device? Pentax eg-3270uk. Eg-3270uk. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was needle penetration of the targeted site difficult? No. Was the stylet in place inside the needle when advancing into the targeted site? Yes. How many biopsies were obtained with use of this needle? 1. Did any section of the device detach inside the patient? No. If not with the device in question, how was the procedure performed and/or finished? With another same device to complete the procedure.

Event description:
Supplemental follow up report is being submitted due to lab evaluation completion on 06-jan-2022: a proximal kink just below the sheath extender was observed. Sheath extender able to advance and retract without issue, needle able to advance and retract without slight resistance. Distal end of needle examined and no issue observed.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.